Event description:
It was reported that the patient complained of "severe pain in their back and shoulder that travels under their right arm". The pain started after the implant of the implantable pulse generator (ipg) which is implanted on the left side. An implantable neurostimulator is on the right side. The stimulation was turned off and the pain went away. When the stimulation was turned back on the pain did not reoccur. The voltage on the ipg was turned down. The patient will be monitored to see if the pain reoccurs. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 x 2 implantable pacing leads, (B)(6) 2003; 3389s deep brain stimulation lead, (B)(6) 2008, 7482a51 neuro extension, (B)(6) 2008. (B)(4).